Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 24-aug-2025, the user reported bg 400 mg/dl about 3 hours after a supply change. The agent suspected site placement into scar tissue, instructed site replacement and tubing/cannula steps, and advised hydration. Later that day, the user's blood glucose (bg) remained high at 400 mg/dl after dinner and the caregiver was advised to monitor and call back if no improvement. On (B)(6) 2025, follow-up showed bg 156 mg/dl and back in range. The user's highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected with supply change. No symptoms reported during the event. No prolonged out-of-range period, outside assistance, or medical intervention was required at the time of call.